Manufacturer narrative:
Customer do not have patient's details and is not allow to provide patient information.

Event description:
Customer reported that the unit went ventilator inoperative and not alarming. Per customer, there was patient involvement; but there was not harm to the patient or user.